Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while testing the device, it had firing issue. The handle was blocked and impossible to remove the reload from it. They used another handle to resolve the issue. There was no patient involvement.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint if information is provided in the future, a supplemental report will be issued.